Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information has been provided in d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 69-year-old male with acute myocardial infarction and cardiogenic shock, clinically consistent with scai shock stage e prior to support, underwent impella cp implantation via left femoral arterial percutaneous access on (B)(6) 2026 at 13:15. The patient was receiving antiplatelet therapy, with anticoagulation monitoring performed using act. During support, the patient experienced hemolysis, prompting reduction of impella support to p 4 and administration of 250 cc lactated ringer¿s. A hematoma subsequently developed at the femoral access site, attributed to inadequate positioning and manual pressure during hemostasis. The surgeon was notified, and additional assistance was provided by the first assist. Packed red blood cells were administered this event involved access site bleeding and hematoma formation following explant of an impella cp in a critically ill patient undergoing open heart surgery. Based on the currently available information, the bleeding appears to be multifactorial, with contributing procedural and patient-related factors, including inadequate manual compression and obesity. There is insufficient information at this time to definitively attribute the patient injury to device malfunction. The device was not removed due to a failure mode, and the patient survived the event. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.